Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that since the patient had the device implanted she was experiencing pain in the left side all the way down her leg to her toes. The patient reported that it felt like sciatica problems. The patient reported that she turned stimulation down on the night prior to the report and the pain got better but her leaking symptoms returned. The patient reported that she turned stimulation off on the day of the report and didn¿t really feel much difference. The patient reported that after she turned stimulation back on, she felt it. The patient reported that she was on program 4. The patient reported that she did not feel stimulation in the correct area. The patient reported that she tried switching to program 1 and as soon as she synchronized she felt extreme pain down her leg. The patient confirmed it was the same pain she was feeling on program 4. The patient reported that she had to quickly de crease stimulation to 1.5v to have it comfortable. The patient reported that she felt stimulation higher than the bike seat area, like in the sciatic area. The patient reported that she tried switching to program 2 and felt stimulation in her toes at 0.6v. The patient reported that they tried she tried to change to program 3 but got the patient programmer batteries need to be changed screen. Additional information was received from the healthcare provider (hcp) and it was reported that the patient turned stimulation off for a few days. The hcp reported that the patient told them that they had sciatic pain feeling in back and leg. The hcp reported that the patient was switched to program 3. The hcp reported that he worked with the patient to change programs to #4. The hcp reported that the patient was feeling stimulation as fluttering in lower bc. Additional information reported on 2017-05-01 that patient had "a lot of trouble with her device.¿ the patient stated that she may have had a pinched nerve when it got put in. The patient reported that she continued to experience painful stim down her left leg all the way down to her toes. Patient stated that it makes her legs shake. Patient stated she talked to her doctor about "moving it" but they postponed it as the patient was travelling. Patient reported not feeling stimulation on programs 1, 2 and 3. Patient was currently on program 4 at 0.9v and thought she could slightly feel stimulation and that it was still down her leg but was not painful for her. Patient mentioned the trial worked perfectly for her but since implant she has not had symptom relief and has never felt stimulation in the bicycle seat area. Over the phone the patient turned stimulation up on program 4 and she could feel it but it was still down her leg. The patient asked for instructions on changing programs. The patient mentioned she once turned on a different program and the stimulation was too high and she felt a "zing" and was able to decrease it to a comfortable level. It was confirmed that stimulation was on. No further patient complications have been reported as a result of this event in the event description.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.